Event description:
The iab was inserted into the pt on 7/8/97 at 12:30 p.m. And removed on 7/9/97 at 12:30 p.m. The iab did not malfunction. As a result of the event, the pt had a bleeding complication which was not severe but a transfusion was required. (Event compliations: bleeding, not severe/transfusion required-reported 7/21/97). (Pt's current status: discharged-rpt'd 7/21/97).